Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported that when you put on patient [the device] gives false reading - or poor circulation. There was no patient impact or consequence reported.